Event description:
(B)(6) 2013, (B)(4). No serious injury alleged. No malfunction alleged. Per end user, the front wheels came off the ground when the chair became stuck on a door knob. She says there was no malfunction, however, there was a potential for injury.